Event description:
I use a tandem insulin pump with a dexcom g6 continuous glucose monitor. Since the last week of (B)(6), I have suffered 5 blood sugar reading of 350ml/dl. No insulin leaked was noticed. I reported this to tandem help desk to get replacement infusion sets. I was informed that the replacement sets would be slightly different as a manufacturer was having trouble. I was told I (me) need to check the sets to see if the incursion needle stuck out past the cannula. Why doesn't your quality control quality assurance take care of that? That's a lot to check. If you know, why didn't you tell me? We didn't want people to be alarmed. So, it's better for me to have high blood sugars and not be alarmed. I've got more so call me (B)(6).